Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (usb communications inoperable). The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, with trace ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.